Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a050401 captures the reportable event of the a/w valve leak.

Event description:
It was reported to boston scientific corporation that an orcapod 4 was used during a general gastrointestinal (gi) procedure performed on (B)(6) 2025. During the procedure, the air/water button was sticking, and fluid leaking was observed. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.